Event description:
It was reported that the device was connected on a baby, and it was observed that the curve obtained was not interpretable. Reportedly, there were no pt complications or injuries.

Manufacturer narrative:
Eval results: it was observed that one flow through dpt was returned without any attached component. Our eval found that the dpt zeroed and sensed pressure accurately. Electrical testing revealed that both the input impedance measurement (2241 ohms) and the output impedance measurement of (307 ohms) were within engineering specification as outlined in the directions for use. There were no visible defects observed to the cable connector.